Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer¿s current blood glucose value was 524 mg/dl. The customer monitored her blood glucose and it was 534, 543, 520 and over 500 mg/dl. The customer experienced symptoms such as nausea. The customer treated with an injection. Troubleshooting was done for high blood glucose and under delivery. The customer was in hospital and off the pump. The insulin pump will not be returned for analysis.